Event description:
In 2006, the lay/user patient contacted lifescan (lfs) alleging the one touch ii meter was giving inaccurately low readings. On september 8, 2006 on the medical affairs specialist (mas) spoke with the patient to obtain and verify information. For approximately one week, with one particular vial of test strips, the patient obtained fasting blood glucose readings such as 50 mg/dl, 40 mg/dl and 35 mg/dl on the reported meter, which were lower than his expected values. During this time period, the patient did not experience his usual hypoglycemic symptoms such as sweating and shaking. Four days prior, the patient contacted his physician and reviewed the low blood glucose readings. The physician recommended the patient discontinue taking his oral diabetes medication and his insulin doses. Six days later, 2006 at 10:00 pm the patient obtained a reading of 53 mg/dl. The following day, at 7:30 am the patient obtained a fasting blood glucose reading of 50 mg/l. At that time, the patient was experiencing the symptoms of sluggishness and nervousness. The patient scheduled an office visit with the physician for that day, and at 2:30 pm the physician tested his blood glucose level to be 500 mg/dl, and his urine was positive for glucose. The physician ordered the patient to go home and resume taking his insulin and oral diabetes medications. The patient takes lantus insulin 10 units in the evening and glucovance (metformin/glyburide) 500 mg twice per day. The patient's expected fasting blood glucose readings are approximately 130 mg/dl to 150 mg/dl. The patient tests his blood glucose level two to three times per day. With a fresh vial of test strips, the patient obtained the fasting blood glucose reading of 154 mg/dl in 2006, at 8:00am. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure. During the troubleshooting telephone call, which occurred after the patient returned home following the physician's office vist, the patient obtained the blood glucose reading of 274 mg/dl using a fresh vial of test strips. The meter, test strips and control solution were replaced. The patient obtained low blood glucose readings using one vial of test strips and, based on the meter readings, the physician advised him to discontinue taking his insulin and oral diabetes medications. The patient then became hyperglycemic, and received medical attention, and treatment with this prescribed medications. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.